Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from (B)(6), alleging that their onetouch verio iq meter having an unspecified meter settings issue. The patient did not allege any harm or injury because of the reported issue. During troubleshooting, the patient informed the customer care advocate that when he inserted the test strip into the meter, there was nothing that indicated to "apply the blood sample." The patient also mentioned that when he applied the blood sample the subject meter would not prompt a result. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was having a meter settings issue. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.